Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received an inappropriate shock during a noise episode on the rv channel. An x-ray was done and it showed that this lead had dislodged. The patient was fine and was not dependent on therapy and there were no adverse patient effects. A revision procedure was performed and the lead was clearly dislodged. The physician successfully repositioned it and obtained good measurements. The lead will remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.